Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had failed to detect the drawer. A technical support specialist applied 10000447339-00 es total firmware packages 1.0.5.7 followed by the knowledge article med es - cubie duplicate address detected to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the system in one of the aux drawers detected a duplicate after the upgrade to 1.11. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.